Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms and the patient was unable to unload the left ventricle despite high pump speeds (rpms). The patient was taken to the catheterization lab where the outflow graft was examined and no thrombus was noted. It was then decided that the patient should be taken back to the operating room to exchange the pump as they were suspicious of inflow cannula obstruction. After removing the pump, there was clear thrombus built up inside the inflow cannula. The patient's anticoagulation goal and plan had been changed temporarily due to post-operation pleural effusion. There were no recent changes to pump parameters. There were no computed tomography images available. The patient was on floor care and continued to recover. The patient had symptoms of dyspnea and hypotension. Pump exchange resolved the low flows.

Manufacturer narrative:
Section b3: date of event corrected. Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the submitted photo and video confirmed a deposition in the inflow cannula. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump housing. The distal end of the pump cable and modular cable were returned. The sealed outflow graft and bend relief were returned unattached. The apical cuff was not returned. Upon disassembly of the returned pump, visual inspection of the distal end of the inflow cannula revealed a thin deposition that appeared to have developed over an undetermined period of time during support. The deposition appeared to have originally been part of the larger deposition shown in the submitted photo, which was removed, as seen in the submitted video. Although a specific cause for the observed deposition could not be conclusively determined, the deposition was obstructing a significant portion of the blood flow path and could have contributed to the lower flow values captured in the submitted log files. Examination of the remaining blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that log files were reviewed at the time of the event and showed low flows on 07may2025. There were also several low flow flags which did not last long enough to trigger an alarm. The trending seen could be suspect of some type of obstruction issue or other condition causing the flow to reduce. The patient's anticoagulation goal and plan had been changed temporarily due to post-implant pleural effusion.